Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia, reaching 546 mg/dl. The patient reports that she had high blood glucose levels on (B)(6) 2019. The pod was worn on the arm for 24 to 36 hours. She made a decision to seek medical attention at about 11:15 am, and was at the emergency department at 11:30 am. She remained at the hospital in the emergency department until 4:45 pm that same day. The patient was given fluid through intravenous therapy and insulin. The pod was removed and discarded. Patient reports that she was given blood and urine test as well.